Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: crimped valve appears not sited over flex tip of commander delivery system during withdrawal. A gap appeared between the crimped valve and the delivery system during withdrawal of the system. Curvatures observed, indicating potential presence of tortuosity in access vessels. Guidewire appears curved inside abdominal aorta, indicating potential presence of tortuosity. Valve appears embedded, potentially in the inguinal ligament. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for unable to track system through anatomy was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated presence of calcification and tortuosity in descending aorta. In addition, there was indication of potential tortuosity in the descending aorta. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (non-coaxial withdrawal, thv not centered on flex tip) likely contributed to the event as reported information indicated presence of calcification and tortuosity in patient vessel. Additionally, the valve was not aligned with the flex tip of the commander delivery system during withdrawal, and tortuosity could be observed within patient's access vasculature. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Furthermore, proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Additionally, if the thv is not centered on the flex tip, the proximal end of the thv maybe be exposed to the environment and cause it to become caught on vasculature or sheath tip during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra valve in aortic position by left transfemoral approach, upon taking the femoral angiogram at the beginning of the procedure, left femoral artery (lfa) was identified as too tortuous, so it was decided to use the right femoral artery (rfa) as the main access point. Then, during the procedure, expected resistance due to the patient's anatomy was felt during the advancement of the valve through the sheath. After the delivery system with the valve exited the esheath+, the team was unable to advance the commander up the descending aorta despite multiple attempts due to tortuosity and calcification of the vessel. Wire manipulation and balloon angioplasty were attempted, but the case was converted to general anesthetic. When the commander was attempted to be retrieved back into the esheath+, it was not possible. The patient required vascular surgery to remove the commander with the valve. There was also a femoral dissection. The valve was surgically removed from the inguinal ligament where it was thought by surgeon to have gone through the artery and embedded in the ligament, and the vessel was successfully repaired. The patient was noted as to be transferred to itu and was frail but stable.